Event description:
Event description guidant received information that during programming of this pacemaker during the implant procedure, an interval of no pacing output was reported. The physician wanted to make some reprogramming adjustments two days post implant at which time, no pacing output was reported again. The progammer wand was adjusted until pacing resumed. Normal device function was then confirmed and no adverse patient effects were reported.